Event description:
Adverse event(s): no patient injury (no consequences or impact to patient) product problem(s): low vacuum (aspiration issue); high flow (excess flow or overinfusion); blank screen (no display or display failure). The customer reported that during surgery, the phaco had no power. Additional information received from the nurse stated the handpiece started working again. No system message was displayed. The case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system. The customer requested service to address low vacuum, high flow, and a blank screen. The company service representative could not duplicate the problems reported. The system was then tested and met all product specifications. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).